Event description:
It was reported that during implant attempt, a big difference between analyzer threshold and device threshold. We changed back and forth but always 1,4v0,5ms analyzer but 1,5v0,9ms with device. Moreover threshold stable with analyzer but changing slightly when measured with the device. To be on the safe side we used the other device which had proper results every single time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.